Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 2014-03-12, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient's device was removed over a year ago by their doctor because it was bothering them more than it was helping them. There were no device issues nor further patient complications reported at this time.